Manufacturer narrative:
The device evaluation also found the el-connector unit/mouthpiece pin was leaky. The forceps port was incised with a pocket inside. The distal end was deformed. The connecting tube was kinked. The grip unit, scope body, universal cord, and up/down knob were scratched. The connector/seat holder unit was corroded. The connector/el-connector unit/oly-contact pin and ultrasonic-connector/ultrasonic connector driving unit were dirty. The connector/el-connector unit/mouthpiece pin was leaky. The angulation wire had play. The balloon channel was clogged with foreign material and the image guide bundle had spider webs. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasonic bronchofibervideoscope had leakage. The issue was found at reprocessing after a procedure. No patient harm reported. During the evaluation of the device, it was noted the distal end had loosened, and a foreign material had entered the gap of the adhesive/the acoustic lens had a gap due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the loosened distal and a foreign material had entered the gap of the adhesive/the acoustic lens had a gap due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the distal end was loose and a foreign material entered the gap. The root cause of the loose distal end could not be identified. The following is included in the instructions for use (IFU) under 'inspection of the endoscope' and may have prevented the foreign material from clogging the balloon channel: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.